Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving baclofen (450 mcg/ml at 111.6 mcg/day), morphine (1.3 mg/ml at 0.3224 mg/day), and prialt (25 mcg/ml at 6.2 mcg/day) via an implanted pump. It was reported that the patient had a full spinal MRI (cervical, thoracic, and lumbar) this morning around 10:30 am that was not related to any issue with the patient¿s infusion devices or therapy. The patient had been out of the scanner for about 3 hours now, and the pump had still not recovered. Per the patient, her, ¿pain is through the roof." The pump logs were checked during the call, and there was still no recovery.

Manufacturer narrative:
Update: codes have been updated to reflect new information. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative. The motor stall had recovered on (B)(6) 2020 (recovered the same day of stall). The pump remains still implanted. The patient¿s weight was approximately (B)(6) pounds.